Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to a tortuous, almost occluded vein. Helix was observed to be stucked. When the physician pulled out the lead, it was bent, out of shape. The lead was successfully replaced at the same surgical procedure. No additional adverse patient effects were reported.